Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 valve, there was resistance noted during insertion of the 14fr esheath into the patient's right femoral artery. The valve was able to be implanted without an issue. After withdrawal of the delivery system, a digital subtraction angiography (dsa) was performed, and it revealed false lumen at the iliac to abdominal aorta. A stent was placed for treatment and the procedure was completed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was received for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath, delivery system and valve usage. Per the IFU, it warns to not use the device in patients with ilio-femoral artery with severe obstructive calcification or severe tortuosity as that could prevent safe placement of the sheath and an access vessel injury may occur. It also cautions not to use the transcatheter heart valve (thv) in patients with access vessel diameters less than 5.5 mm. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty introducing the 14fr esheath in the patient was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "due to small mld 3.2-4.7mm at right iliac artery, after performing pta, 18fr dryseal was attempted to insert but it caught in calcification and was unable to insert. After that, pta was performed at abdominal aorta and esheath was inserted from right femoral artery with resistance." Per the IFU, "do not use the thv in patients with access vessel diameters < 5.5 mm for 20/23/26 mm systems." Per the training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." As the reported patient's minimal lumen diameter (mld) was 3.2-4.7 mm, the patient's access vessel diameter was undersized. Undersized vessels and calcification can create a restricted pathway or constrained condition, resulting in increased resistance during sheath insertion and requiring a high push force to navigate. Calcification can also create a sub-optimal angle during sheath insertion and further contribute to resistance. In this case, available information suggests that patient factors (undersized vessel and calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.